Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Additionally, the customer was unable to provide a lot number for the strip product used. A review of manufacturing records and in-house testing on reserve product was not possible as no lot number was provided. Further investigation cannot be pursued due to lack of information provided. No corrective action is required at this time.

Event description:
The physician's office called alere for documentation that the patient received the inratio voluntary withdrawal notification as well as previous notifications. The physician's office provided the following timeline of events for the patient: on (B)(6) 2016: inratio inr result of 2.8. On (B)(6) 2016 the patient experienced stroke and was admitted to hospital. Laboratory inr result of 2.0. No additional information regarding hospitalization or treatment/intervention available. On (B)(6) 2016: the patient was discharged from hospital. Therapeutic range: 2.5 - 3.5. The lot number of the test strips is unavailable. The patient was changed to the coaguchek xs system on (B)(6) 2016.